Manufacturer narrative:
Unit received with intermittent esc button due to flattened dome switches. No unlocked lcd keypad connector noted. Unit passed self-test no unexpected alarms were noted. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the esc button was difficult to press and was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.